Event description:
The customer reported that the customer reported that she received a prime rewind alarm on her insulin pump. The customer needed assistance in resetting the insulin pump as she had not been using it for two day. Her blood glucose was 515 mg/dl, which she treated with a syringe. During troubleshooting, the customer stated the insulin pump had been dropped on the carpet the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported. She received a prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).